Event description:
Caller indicated the relion prime meter is reading high. Caller stated he feels like he has low blood sugar after taking medications due to meter readings. He starts feeling lethargic and eyes get heavy even though his meter is saying he has high blood sugar. Caller stated the meter always reads over 30 points higher than the meter he is comparing to and he feels symptoms of low blood sugar even though the meter was reading high. He said that when he did a test with the ems crew at the local (B)(6) celebration. They got a reading of 52mg/dl with the ems meter and over 100 on the prime meter. They then gave him something to put in his mouth to bring high blood sugar up. He is using correct storage and technique in his testing. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.